Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had swelling and persistent pain at the incision sites shortly after a revision surgery to replace the ipg. The patient reported 6 new incisions from the procedure. The patient was evaluated by her physician. Follow-up identified the patient is experiencing heating at the ipg site with stimulation on or off. The patient is currently being treated with medication.